Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy, while stapling on the stomach. After four staples the handle was blocked. Another manual stapling handle was used with the same problem. There was no patient harm. The patient outcome is alive, no injury. Gore 1bsgtri60p reinforcement material was used.